Event description:
Xrays taken on (B)(6) 2013 indicated that patient's stem was broken, higher than half-way up. The patient has not yet been revised. Patient has been having pain for the last 2-3 years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(4) 2013- legal claim received. Patient name and scheduled date for the dor was provided. Revision was reported as (B)(6) 2013. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(6) 2013- legal claim received. The doi, dor, and side were provided. The claim was entirely in french and our translation department was unable to translate due to high volumes. Eventually, an employee who speaks french was located and able to translate. Notes are attached to the claim. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.